Event description:
It was reported that a small volume folfusor was empty before the expected infusion time. This was observed during patient infusion via a 20-gauge needle. The device was filled with 4632 mg fluorouracil in 0.9% sodium chloride having a total volume of 115 ml. The expected infusion time was 46 hours; however, the actual infusion time was approximately 9 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: upon further information from the customer, the patient was confused when they initially reported there was no drug left when looking at the device. When the patient was connected to the next folfusor device and the patient had "a better look" at the device, they realized the device was not empty. Therefore, the device was no longer suspect in an "empty before the expected infusion time" (over-infusion) event. However, re-education was given to patient by the nursing staff. Should additional relevant information become available, a supplemental report will be submitted.